Manufacturer narrative:
(B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative b-hcg result when processing on the architect i2000sr. The customer stated an aspiration error was observed when processing another assay (rubella igg), but there was no error when processing b-hcg. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the performance history, a review of product quality history, and a review of product labeling. Ticket searches determined normal complaint activity for the lot. The trending report review did not identify any trends. Worldwide field data was used to evaluate the performance of the architect total b-hcg assay. No atypical performance was identified. Review of the product quality history did not identify any issues. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.